Event description:
Patient reported the aligners caused a chipped tooth, multiple gas between their teeth that were not there before and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.